Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced under warranty, and the customer planned to use multiple daily injections as a backup therapy. The customer was advised on how to put the pump into storage mode and understood the instructions to return the problematic pump using a pre-paid label.